Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to a physically damaged c19 capacitor on the defibrillator pca. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.